Manufacturer narrative:
Continuation of d10: product ID 8780, serial# unknown, implanted: (B)(6) 2023; product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving baclofen 3303 mcg/day 2000 mcg/ml via an implantable pump. It was reported that the patient began experiencing increased spasticity despite increasing intrathecal baclofen dose, therefore a catheter dye study was ordered. The catheter underwent dye study on (B)(6) 2024 with the inability to aspirate catheter and concerning for obstruction. There were no known environmental/external/patient factors that may have led or contributed to the issue. Troubleshooting: the physician attempted multiple times to access catheter access port without success. Action/intervention: ¿no interventions taken at this time. Neurologist, notified to begin weaning down before referring surgeon to discuss catheter replacement. Timeline unknown currently.¿ outcome: the issue was not resolved. The physician has no further information for medtronic. The patient was alive and no injury.

Event description:
Additional information received from the company representative reported that the entire catheter was replaced on (B)(6) 2025. The catheter was sent to pathology so it was unable to be sent back to medtronic. No changes to the pump itself. The patient tolerated well at this point without adverse effects.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# unknown, implanted: (B)(6) 2023, product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.